Event description:
The patient underwent pelvic surgery in 2004 as part of a clinical study. During the first post-operative day, the patient experienced a drop in hgb from 12.5 to 7.1 the patient was transfused with two units of packed red blood cells, though no evidence of bleeding was noted this point in time. The patient was discharged to home and began draining blood vaginally from a hematoma. The patient recovered with treatment. It was reported that it was not related to the device, however may be related to the procedure.